Event description:
It was reported that during a biliary stenting treatment procedure deployment difficulties and a detached sheath occurred. The target lesion was in the bile duct. The bile duct contained "some" tortuosity. An unspecified type of scope had been inserted, but was not angled. A 7fr/5cm flexima biliary stent had been advanced to the target lesion. The physician encountered resistance while attempting the retract the inner sheath. The inner sheath became stretched and detached. The detached sheath was able to be removed from the patient with the delivery system. The procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "good".